Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited oversensing on the rate/sense channel. The patient is pacemaker dependent and the oversensing caused the timing to be reset and the right ventricle and left ventricle were not paced. Lead diagnostics were acceptable and there was good capture. Boston scientific technical services (ts) discussed possible causes for the oversensing and discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was implanted with another manufacturer's lead at the time the oversensing was observed. The lead was replaced with a boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.